Event description:
The pt received v.a.c. Therapy for one month in 2009 in an acute care setting and for the following month, while in a long term healthcare facility, for a left flank wound that was approx 5 cm deep. On the last day, it was reported by the clinician that the v.a.c. Granufoam would not come loose from the wound. It was reported that pieces of what was alleged to have been v.a.c. Granufoam, due to its color, were left behind by the healthcare provider and ultimately had to be surgically removed from the wound. The pt's medical doctor was unable to provide the size, shape and number of pieces of foreign material. It was reported that the pt remained in the hospital, as of 2010, and was receiving treatment for issues unrelated to this event.

Manufacturer narrative:
Multiple attempts to obtain additional info from long term healthcare facility regarding this event have been unsuccessful. The dressing techniques and supplies used by the nurses, the frequency of dressing changes, and whether or not the number of foam pieces placed were accounted for during each dressing change is not available. The medical doctor reported that a non-adherent layer was not used prior to the incident. Kci is filing this report due to possible use error as it was alleged that v.a.c. Granufoam dressing may have been left inside the wound by the healthcare provider longer than the period recommended in the v.a.c. Therapy labeling and had to be surgically removed. V.a.c. Therapy labeling warns, "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events." Additionally, v.a.c. Therapy labeling states, "if the dressing adheres to the wound...consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Foam dressing".